Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of medium pads were giving a flow rate of 0 lpm and a "patient line open" alert. The event log revealed alerts 01 and 02. The pads were disconnected and reconnected, but the flow rate remained 0 lpm. A system diagnostics revealed that the flow rate was 0 lpm, the inlet pressure was 0.8lpm, and the circulation pump command was 100%. The fluid delivery line was removed and the nurse placed her thumb over the left port and was able to feel suction. Therefore, the pads were swapped with a second set of medium pads and therapy resumed on the second set without any further issues.

Manufacturer narrative:
The reported issue was unconfirmed. Visual inspection noted that the pads were inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completed sealed, the energy connector was found free of damages, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pad returned. According the flow rate test methods, the flow rate was found to be acceptable on all of the returned pads. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: * right chest pad: a total of 5.25 l/min m2 of flow rate was registered during the test. * left chest pad: a total of 4.14 l/min m2 of flow rate was registered during the test. * right thigh pad: a total of 4.77 l/min m2 of flow rate was registered during the test. *left thigh pad: a total of 4.29 l/min m2 of flow rate was registered during the test. The flow rate for this product must be above 2.4 l/min m2.the flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of medium pads were giving a flow rate of 0 lpm and a "patient line open" alert. The event log revealed alerts 01 and 02. The pads were disconnected and reconnected, but the flow rate remained 0 lpm. A system diagnostics revealed that the flow rate was 0 lpm, the inlet pressure was 0.8lpm, and the circulation pump command was 100%. The fluid delivery line was removed and the nurse placed her thumb over the left port and was able to feel suction. Therefore, the pads were swapped with a second set of medium pads and therapy resumed on the second set without any further issues.